Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes. The caller stated that customer was found dead in his bathroom and there was a lot of blood in the bathroom which leaves the family to believe that there was some type of gastrointestinal problem. The caller also stated that there was no trauma. The caller stated that the customer was not wearing the insulin pump when his body was discovered. The insulin pump was found suspended, on the kitchen counter. The caller stated that they were not sure how long the insulin pump had been disconnected prior to the customer's passing. The last recorded blood glucose value was 595 mg/dl on (B)(6) 2016 at 2:08pm. The caller stated that the insulin pump had been suspended at about the same time of the customer's last bolus. The customer was found dead on (B)(6) 2016. The customer was not using. The caller stated that they do not want to return the insulin at this time.